Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 396.396, lot 5346241 (supplier lot a7pa38): manufacturing site: tuttlingen. Release to warehouse date: september 19, 2006; september 21, 2006. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Review of raw material certificate could not be established during this review due to the age of the device (over 14 years old). H3, h6: a service and repair evaluation was completed: the repair technician reported one of the compression shafts is broken off. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a product investigation was completed: upon visual inspection, the device was observed to be broken. No other issues were identified with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, when doing an inspection of consignment instruments, the adjustable cervical distractor was broken, and it is unknown when our how it broke. It is a cervical distractor and one of the arms broke off where it articulates. There was no patient involvement. This complaint involves one (1) device. This report is for (1) adjustable cervical distractor-right. This report is 1 of 1 for (B)(4).